Event description:
It was reported that the pt auto extubated but the ventilator did not alarm. The ventilator continued cycling and showing a pressure wave flow with each cycle. (B)(4).

Manufacturer narrative:
(B)(4)